Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) expired due to non-device related reasons. Post-mortem review of remote monitoring data found a code 1003 had been recorded. The device was explanted and is expected for return. At this time, the device has not been received. This report will be updated should additional information become available or following completion of analysis.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) expired due to non-device related reasons. Post-mortem review of remote monitoring data found a code 1003 had been recorded. The device was explanted and is expected for return. At this time, the device has not been received. This report will be updated should additional information become available or following completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded (B)(6) 2022 and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The code 1003 occurred post-mortem, due to cold storage conditions.